Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect correction factor into the pump. Reportedly, the customer entered in 135 instead of 35. Tandem technical support guided the customer through correcting their setting. Customer's blood glucose level was 224 mg/dl. Customer delivered a bolus to address blood glucose levels.